Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned; however, the reported issues could not be tested during returned device analysis as the clip was returned with mating components disengaged, making the clip non-functional. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of tissue damage, death, respiratory failure, edema, heart failure, shock, mitral regurgitation (mr) and hemorrhage appear to be due to procedural circumstances. The reported patient effects of tissue damage, death, respiratory failure, edema, heart failure, shock, mr and hemorrhage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedure. Based on the information reviewed and the evaluation of the returned device, the reported clip jumpiness, inability to close the clip and premature clip deployment appear to be related to the observed disengaged hinge pins. Due to an observed hinge pins disengagement during returned device analysis, a potential product issue was confirmed. Engineering investigation to date has determined that unintended excessive force applied to the clip can cause hinge pin disengagement in the mitraclip xtr design. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that the patient died due to brain edema, acute respiratory failure and cardiogenic shock. The three implanted clips were stable on the leaflets at the time of death. Death was not directly related to the device, but it is possible that the clip opening incident caused a procedure prolongation which could have contributed to clinical status deterioration in this fragile patient who had a significantly depressed left ventricle function prior to the procedure. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip® xtr clip delivery system on (B)(6) 2019. Field action filed under manufacturer report number: (B)(4).

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip jumping, premature deployment, brain edema, acute respiratory failure, cardiogenic shock, congestive heart failure, recurrent mitral regurgitation, surgical intervention, medical intervention and death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted poor lv ejection fraction (25%) with massive mitral regurgitation. On (B)(6) 2019, the first xtr clip was successfully deployed in the medial segment of the a2/p2. A second xtr clip delivery system (cds) was advanced to the mitral valve, and the clip was placed lateral to the first xtr clip. The clip grasped the leaflets fine; however, mr increased, and a leaflet tear was suspected. Therefore, the clip was re-opened to be re-positioned. The clip grasped the leaflets and mr was significantly reduced. Then during clip evaluation, it was observed that the clip jumped opened. Since the clip deployment steps were not yet performed, the grippers were raised, and the clip was unlocked to invert the clip and retract from the left ventricle to the leaflet atrium. But it was not possible to close the clip. It was observed that the clip was detached from the dc shaft, but remained on the gripper line. A lasso catheter was introduced to capture the clip and try to close the clip arms. The clip could not be closed, but the clip was able to be fully inverted. The clip was retracted to the steerable guide catheter (sgc), and both the sgc and clip were retracted to the over the septum and back to the groin. Surgery was performed to remove the sgc and the cds with the clip attached. The procedure continued with a new cds and sgc. The clip was deployed to further reduce mr and treat the leaflet tear. Treatment of the leaflet tear was suboptimal. Three clips were implanted, reducing mr to 3-4. Extracorporeal membrane oxygenation (ECMO) was needed to stabilize the patient. On (B)(6) 2019, the patient died due to brain edema, acute respiratory failure, cardiogenic shock, congestive heart failure, and mitral valve insufficiency. The three implanted clips were stable on the leaflets at the time of death. The physician stated that the second clip contributed to the patient death due to the clip caused a delay in the procedure that resulted in blood loss and the patient to become unstable. No additional information was provided.